Manufacturer narrative:
Corrected data: d6b - date of explant.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s therapy strength was decreasing on its own. Reportedly, patient had some falls. Impedance check revealed high impedances. Reportedly, patient had some falls. As such, surgical intervention took place wherein the left extension was explanted and replaced addressing the issue. Reportedly, therapy was restored post op.